Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, device passed the delivery accuracy test. No possible over or under delivery anomaly noted. No unexpected prime or fill anomaly noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they experienced low blood glucose with blood glucose of 35 mg/dl at the time of the incident. The customer was at 165 mg/dl at the time of the call. The customer did not mention how they treated. The customer experienced symptoms such as feeling weak. The customer was wearing the insulin pump during the incident. The customer alleged that the pump was over delivering. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.